Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right ventricular outflow tract ablation procedure, a cardiac perforation occurred which required a pericardiocentesis to stabilize the patient. While the operator was navigating to the right ventricular outflow tract, high forces were noted and called out. There was also high impedance in this area which was also brought to the physician's attention. After mapping and ablating, the physician noted low blood pressures. An echocardiogram was done and an effusion was noted. The procedure was stopped after ablation had been delivered, a pericardiocentesis was performed, and the patient is recovering. There are no reported performance issues with any abbott device. The physicians believe the perforation was likely due to the high forces seen early in the procedure.